Manufacturer narrative:
The customer¿s report of a channel error and miscommunication was confirmed. The customer initially reported another issue and requested that the devices be returned unrepaired. The customer later changed the report to channel error and communication issue. No issues were noted by the service repair center when the device was received for the first reported issue. Analysis of the pcu error log did not show any errors or malfunctions on the reported incident date of (B)(6) 2018. Review of the pcu event log showed 2 channel disconnections on (B)(6) 2018 at 7:26 pm and 7:32 pm. At 7:26 pm, channel c pump module s/n (B)(4) was infusing insulin. Channel d pump module s/n (B)(4) was removed from the system and the log recorded a channel disconnection. Channel c continued to infuse. At 7:27 pm, the user confirmed the channel disconnection. At 7:30 pm, pump module s/n (B)(4) was re-added. Pump module s/n (B)(4) was then channeled off and the pcu was shut down. The pcu also recorded 2 concomitant pump modules (channel a s/n (B)(4) and channel b s/n (B)(4)) were removed, however these pumps were in an idle state and it could not be determined if this was a result of an iui failure or the user physically removing the devices. At 7:31 pm, the pcu was powered on with only pump module s/n (B)(4) attached. The module was selected and the previously programmed basic infusion was restored. At 7:32 pm, the pump module alarmed for a patient side occlusion and was restarted. The log then recorded a channel disconnection and the module was removed. The user confirmed the disconnection. At 7:34 pm, pump module s/n (B)(4) (channel a) and (B)(4) (channel b) were added. Pump module s/n (B)(4) was then immediately removed. At 7:55 pm, pump module s/n (B)(4) was removed. At 8:50 pm, the pcu was powered off. Testing was performed and there were no channel errors or miscommunications replicated. The cause of the channel error and channel miscommunication is believed to be a channel disconnection. The root cause of the channel disconnection was not determined but based on the log files and the service center's observation of several devices in the system requiring iui replacement, the iui connectors between pump modules s/n (B)(4) and s/n (B)(4) are believed to be the cause.

Event description:
The customer reported a channel error, and a channel miscommunication. The patient was on an insulin drip with normal saline as a carrier fluid at the time of the event. The infusion lines were clamped and the user tried to disconnect, then reconnect the channels. The pumps were attempted to be restarted however they were not being detected by the pcu. Another pump was obtained and the patient was started back on the insulin drip and normal saline.